Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen (2000 mcg/ml at 494 mcg/day) via an implanted pump. It was reported the patient presented to the emergency room with a possible post op infection. It was unknown if any environmental/e xternal/patient factors that may have led or contributed to the issue but the patient had their pump replaced last week. The hcp examined the patient and concluded that with the amount of incision drainage the pump would need to be explanted. The patient was admitted and being weaned off intrathecal baclofento prevent withdrawal at explant. The pump is schedule to be explanted on (B)(6) 2020.